Event description:
It was reported that this right ventricular (rv) lead initially exhibited high-out-of range shock impedances however, a commanded shock test was performed and the rv impedances were decreased measuring in the 80's. It was noted that this system was revised due to the left ventricular (lv) lead however, it was determined not to extract the rv lead and they will continue to monitor. This rv lead remains in service. No additional adverse patient effects were reported.